Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4)

Event description:
It was initially reported on (B)(6) 2018 by the consumer that several contact lenses were either ripped or missing a piece in the blister pack. Additional information was obtained on (B)(6) 2018 from the consumer and reported that she suffered from 'eye ulcer' with unknown eye location while wearing the alleged contact lenses. The consumer also reported that she visited an eye care professional for treatment. However, the consumer refused to disclose the treatment details and did not wish to contact her eye doctor to gather further information. At the time of the report, the consumer's eye status has been resolved after treatment. Additional information has been requested but not yet received.